Event description:
Regarding: journal article - images in cardiovascular medicine, "pseudoaneurysm in the intervalvular mitral-aortic region after endocarditis and prosthetic aortic valve replacement", circulation, 1997;96:3241-3242. This article described a 50-year old man who was referred for transesophageal echocardiography. The pt had undergone a aortic valve replacement (medtronic hall a23) five (5) months previously because of severe aortic regurgitation due to staphylococcal endocarditis. An intravalvular pseudoaneurysm of the mitral-aortic intervalvular fibrosa was detected on echo.